Event description:
Info received indicates the head section will only raise 20 degrees.

Manufacturer narrative:
The technician found the head cylinder was leaking fluid when the head section was elevated. The technician replaced the head cylinder to repair the bed.